Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this right ventricular (rv) lead was oversensing noisy signals, which resulted in non-sustained ventricular tachycardia episodes. It was determined the noise episodes were short, since there were no recorded ventricular tachycardia events. It was noted, during the previous device check, this rv lead was programmed from bipolar to unipolar. The impedance value gradually increased to around 1800 ohms. It was suspected the lead was damaged, but this has not yet been confirmed. At this time, the rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician will continue to monitor the patient. This right ventricular (rv) lead remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that, during a recent follow-up check, the right ventricular (rv) lead impedance value increased to about 2000 ohms. It was noted the patient had no intrinsic beat, so lead replacement was scheduled. Further information was provided that this rv lead was explanted and replaced. No additional adverse patient effects were reported.